Event description:
It was reported that following a trial procedure, the patient was experiencing painful sensation in the leg and spasm in the sacral area. It was also reported that the patient was experiencing inadequate stimulation due to lead migration confirmed via x-ray. The patient underwent an early lead pull procedure. Additional information received that initially the physician was not able to get the leads as high but the patient had good coverage. However, the leads moved on the second day which gave the patient the issues mentioned previously. The patient had an early lead pull and will proceed with the permanent implant procedure. There was nothing abnormal with the leads or the trial procedure. The explanted leads will not be returned.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-50e; serial number: (B)(4); batch/lot number: 7083133; model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
It was reported that following a trial procedure, the patient was experiencing painful sensation in the leg and spasm in the sacral area. It was also reported that the patient was experiencing inadequate stimulation due to lead migration confirmed via x-ray. The patient underwent an early lead pull procedure.